Manufacturer narrative:
An event of pericardial effusion was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. It was indicated that pericardial effusion was noted after implant. Based on all available information, the reported pericardial effusion could not be conclusively determined. It is possible that procedural conditions or patient condition contributed to this issue. However, this cannot be confirmed. The reported unexpected medical intervention was the result of case-specific circumstances, as pericardiocentesis was performed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported that on (B)(6) 2025, a 27mm navitor valve was chosen for implant using a large flexnav delivery system. The patient experienced a rv perforation due to a pacing lead. A the valve was successfully implanted. Pericardial effusion was noted following the deployment of the of the valve. It was noted that the patient's blood pressure dropped and pericardiocentesis was performed. The patient is in stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.